Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room after a syncopal episode. After device check of the implantable cardioverter defibrillator (ICD), it was discovered that appropriate therapies were delivered to address the patient's tachycardia. It was noted that the attempted alternative shock configuration because the device detected low and out of range high voltage lead impedance. Programming changes were made. The lead was capped and replaced on (B)(6) 2019. The patient was stable.